Manufacturer narrative:
Incident one of ten. The product involved in this event is not available for evaluation. Owens & minor distribution, inc. Is the initial importer and distributor of the medical device. The product is supplied by mac medical supply company, inc. (FDA registration number 3004963952). The manufacturer of the product is next medical products company (FDA registration number 2523891). A scar (supplier corrective action request) was issued on march 20, 2025. A follow-up report will be provided upon conclusion of investigation. This product incident is documented in the complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that product is defective or has caused serious injury.

Event description:
The (B)(6) department of health notified allina infection prevention that there were 10 allina patients identified with contaminated blood cultures. The medichoice branded ultrasound gel was utilized in each patient incident. The (B)(6) department of health requested sample of ultrasound gel from allina. The sample of medichoice premium ultrasound gel, ref. 10080212 (lot. 240302) is the only one that tested positive for paraburkholderia per health dept. Allina responded that they were not aware of patient treatment or outcome for patient incident one. The blood culture was collected in allina emergency department. Piv was placed in the emergency department before blood culture was collected. The ultrasound gel does clearly indicate it is nonsterile on product labeling.

Manufacturer narrative:
The manufacturer has completed supplier corrective action request. The device history record was reviewed. There were no issues documented during the production process of this product. This lot was produced within specification requirements. The bacteria reported is commonly found throughout nature and is being added to produce in the agricultural industry as a natural, organic way to boost growth. Therefore, it is heavily found in runoff and water supply according to manufacturer. The manufacturer has collaborated with a lab to develop a test for paraburkholderia in ultrasound gel. The manufacturer implemented changes to water system, adding uv filtration. The manufacturer has changed preservative in ultrasound gel to one that actively kills paraburkholderia upon contact.